Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the midface/cheeks with 2 ml of juvéderm® voluma¿ xc. The patient was concomitantly injected with botox®. Fifteen days later, the patient reported ¿left cheek swelling. The patient took advil cold compress, thinking it was sinus-related and was later given augmentin for a ¿sinus infection.¿ three months later, the patient experienced ¿facial swelling¿ with ¿dark bluish discoloration¿ to the left cheek. The patient was prescribed 10 mg of prednisone tid. Two days later, the patient was treated with 3 cc of hylenex to the left cheeks. After a week, the discoloration and pain were resolved. Eight days later, a CT scan with contrast on the face was ordered, with the results showing improvement in the left cheek, and a cheek indentation had resolved, ¿pulling feeling and tenderness,¿ and ¿mild left facial soft tissue edema¿ that may be due to cellulitis with no abscess. By 3 months later, the patient was in the ER with ¿abscess.¿ event is ongoing.

Event description:
No additional information.

Manufacturer narrative:
Additional, corrected, and/or changed data: a3a, a4, a5, b7, c1, d4, h4, h6, and h8. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.